Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 420mg/dl to over 600mg/dl and trace amounts of ketones. Bg level was addressed with correction boluses and supply changes. Due to the elevated bg levels, the customer required assistance delivering correction boluses to address bg level. A system check was performed using the current supplies and the pump performed as intended. The contact declined to remove the customer's infusion set site to inspect the cannula for any damage. Recommendation was made to consult with their health care provider to discuss diabetes management.